Manufacturer narrative:
Philips service replaced the flexvision pc and hard drive and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that flexvision pc failed, causing system boot failure on a allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.